Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, patient reported infusion sets would leak a lot resulting in poor absorption and elevated blood glucose levels. Patient stated he does not recall the source of the leak. Patient reported he would change the insulin set and 24 hours later he would notice his skin was wet and the insulin "was not really absorbing." Patient stated he then would check his blood glucose and it was elevated. Patient reported his blood glucose was in the 300's mg/dl. Patient's normal blood glucose range is 70-120 mg/dl. Patient stated the issue continued until a company representative came to his doctor to give him a carb to insulin ratio and advised him to switch infusion sets for better insulin absorption. No product return was requested.